Manufacturer narrative:
D4 and h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist was able to log into mql and confirmed that no maintenance was scheduled for the night. The client was advised to switch browsers and clear cache to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a user was unable to log into mql and received an error message upon attempting to log in. Upon verification, mql was accessible, and no maintenance activities were identified for mql at the time of the report. There were no delay or adverse events or injuries reported based on this event.